Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 04/25/2018 for evaluation. The device was visually inspected, and no defect was found. Performed voltage test and failed. Performed share log review and no data was available. The reported event of a loss of connection was undetermined because no data was available. The root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.